Manufacturer narrative:
The log files of the affected device were provided for the investigation. From the entries the reported four reboots could be confirmed. No hardware errors were logged during those reboots. Immediately prior to each reboot a ventilation-related alarm was silenced by the user by pressing the alarm silence button. It is likely that this touch resulted in an electrostatic disturbance exceeding the specified immunity levels from the (B)(4). If such a disturbance affects the hardware directly, the hardware watchdog will directly trigger a reboot without any logbook entries. During a reboot, which lasts approximately 8 seconds, an audible alarm would be posted by the device, and the emergency-breathing valve would open allowing for spontaneous breathing. After a successful reboot the device would continue ventilation with the previous settings. The evita xl reacted to an external electrostatic disturbance as specified. It is recommended to perform appropriate measures to reduce the possibility of high energy electrostatic discharges brought into the device.

Event description:
The customer reported that the device rebooted several times. No patient injury reported.